Manufacturer narrative:
Concomitant medical products: d314trg ICD, implanted: (B)(6) 2012.

Event description:
It was reported that due to a possible patient infarct, the left ventricular (lv) lead exhibited an increase in thresholds and inter mittent capture, resulting in inconsistent lv pacing. The lead was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.